Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) during implantation. There were no issues reported regarding sensing and impedance. The lead was not able to pace at 10v on several positions and was tested through the pacing system analyzer (psa). This lead removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. The lead is expected to be returned for analysis. The lead was subsequently returned for analysis.

Manufacturer narrative:
Updated section h10. The device has not been received for analysis. If there is any further relevant information, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) during implantation. There were no issues reported regarding sensing and impedance. The lead was not able to pace at 10v on several positions and was tested through the pacing system analyzer (psa). This lead removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. The lead is expected to be returned for analysis. The lead was subsequently returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) during implantation. There were no issues reported regarding sensing and impedance. The lead was not able to pace at 10v on several positions and was tested through the pacing system analyzer (psa). This lead removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. The lead is expected to be returned for analysis.